Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter split when inserting it into the patient's vein during use, and the needle came loose from the teflon, preventing the puncture. The following information was provided by the initial reporter, translated from portuguese to english: "unfolds in two when inserted into the patient's vein. Needle loose from teflon, preventing venipuncture."

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter split when inserting it into the patient's vein during use, and the needle came loose from the teflon, preventing the puncture. The following information was provided by the initial reporter, translated from portuguese to english: "unfolds in two when inserted into the patient's vein. Needle loose from teflon, preventing venipuncture."